Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
Hold for ac 4/5 it was reported that the bd pegasus¿ safety closed IV catheter system prn separated with the needle while injecting iohexol, causing the medication and blood to leak out. The following information was provided by the initial reporter, translated from chinese: "at 8 a.m. On (B)(6) 2023, the nurse punctured the indwelling needle for the patient and then went to the radiology department to take enhanced CT. The nurse and radiologist checked the indwelling needle for abnormalities before shooting. During the filming process, the iohexol injection was injected with a high-pressure syringe. After the filming, blood flowed out from the heparin cap of the patient¿s indwelling needle. Alcohol injection and blood outflow. The nurses on the scene immediately replaced the patient with a new heparin cap to appease the patient. And report to the procurement department, requesting to purchase indwelling needles with thicker needles. Google translation after the nurse punctured the indwelling needle for the patient, he went to the radiology department to take enhanced CT. Nurses and radiologists checked the indwelling needles before shooting for abnormalities. During the filming process, the iohexol injection was injected by a high-pressure syringe, after the shooting, it was found that the patient had blood flowing out of the heparin cap of the indwelling needle. The patient said that the heparin cap rubber plug on the indwelling needle popped out together with the needle during the drug injection process. The remaining iohexol injection and blood flowed out. The nurses on the scene immediately replaced the patient with a new heparin cap, reassure the patient."

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system prn separated with the needle while injecting iohexol, causing the medication and blood to leak out. The following information was provided by the initial reporter, translated from chinese: "at 8 a.m. On (B)(6) 2023, the nurse punctured the indwelling needle for the patient and then went to the radiology department to take enhanced CT. The nurse and radiologist checked the indwelling needle for abnormalities before shooting. During the filming process, the iohexol injection was injected with a high-pressure syringe. After the filming, blood flowed out from the heparin cap of the patient¿s indwelling needle. Alcohol injection and blood outflow. The nurses on the scene immediately replaced the patient with a new heparin cap to appease the patient. And report to the procurement department, requesting to purchase indwelling needles with thicker needles. Google translation: after the nurse punctured the indwelling needle for the patient, he went to the radiology department to take enhanced CT. Nurses and radiologists checked the indwelling needles before shooting for abnormalities. During the filming process, the iohexol injection was injected by a high-pressure syringe, after the shooting, it was found that the patient had blood flowing out of the heparin cap of the indwelling needle. The patient said that the heparin cap rubber plug on the indwelling needle popped out together with the needle during the drug injection process. The remaining iohexol injection and blood flowed out. The nurses on the scene immediately replaced the patient with a new heparin cap, reassure the patient."